Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. At the visit on site, the clinical application specialist investigated the surgeons procedure. The investigation revealed that the reported diffuse lamellar keratitis (dlk) cases are related to a syringe (single use). The customer did first change the sterilization process and later the single use tools. After the change of the syringe dlk disappeared. The system can be excluded as a contributing factor. There is no indication a device malfunction caused or contributed to the reported event. The root cause can be determined as the use of a particular syringe which is not related to an company product. Based on investigation findings, the reported event no longer meets reporting criteria. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A certified ophthalmic assistant reported one day post lasik that a patient presented with diffuse lamellar keratitis (dlk) along the inferior flap margin from six to eight o'clock position with oily deposits on the inferior flap margin. Patient was instructed to use a topical steroid/antibiotic combo drop, preservative free artificial tears and a topical steroid drop. Dlk was noted to have resolved two days later.